Event description:
The customer reported the system is displaying a generator overcharged error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the generator control circuit board. No report on system repair status. This MDR is related to ge healthcare complaint.